Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The monitor units for one beam displayed incorrectly. This issue could not be reproduced by elekta or the customer when using the data provided by the customer. The customer will receive a warning to validate all plans for correctness and perform a secondary monitor unit check. In this specific case, the site detected the mu discrepancy in plan qa, however if these checks were not completed by the user mistreatment could occur.

Event description:
The customer reported that they are seeing the mu discrepancy when using wedge and no wedge with fixed weight in the same plan.